Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. A two-year search of the complaint database found no prior reports for loosening of screws for the product family. A depuy trauma product development engineer and marketing director stated they have not heard of any other cases fo the reported event. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
The patient was revised due to the distal screw was loose.